Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a thermocool smarttouch sf. Initially, it was indicated that during the operation, there was intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on the patient. With the initial information available, this event was assessed as non MDR reportable. However, on 15-jun-2026, additional information was received which indicated that the device was used on the patient. The suspected device for the reported flow/irrigation issue is the catheter. Therefore, the event was re-assessed as MDR reportable with an awareness date of 15-jun-2026. It was also reported that there were no errors noted and the issue was discovered because of a temperature alarm of radiofrequency generator. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation.